Event description:
It was reported that the connector was "loose" on the catheter.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The tracheobronchial suction device is used to remove pulmonary secretions via a nasotracheal, orotracheal or tracheostomy tube. It is expected that if the connector to the suction machine comes loose, there will be a loss of suctioning power which will be apparent to the user immediately and trouble shooting will involve the replacement of the suction catheter. One sample in an opened peel pack was received and evaluated. The part of connector (house) was loose. The defect was due to temporary clogging a gluing pump nozzle. The assembling process bushing-house has been performed without glue in this particular case. Based on investigation results, the defect occurrence is considered to be isolated. The device history record was reviewed and there was no nonconformity recorded during the manufacturing process. The complaint data was also reviewed and there were no other complaints recorded for this batch or this reference code within the last 2 years. No additional info has been provided to date. Note: the actual date of event is unknown, so the date used was the date convatec became aware.